Manufacturer narrative:
Correction to initial MDR in field . Sc-2317-70 (sn (B)(4)): the complaint was confirmed. All 16 cables were fractured on the lead body at the kinked section where the clik-anchor was positioned. Fracture is located 1 cm from the set screw mark. All cables were exposed at the site. Sc-2317-70 (sn (B)(4)): the complaint was confirmed. All 16 cables were fractured on the lead body at the kinked section where the clik-anchor was positioned. Fracture is located 1 cm from the set screw mark. No cables were exposed at the site.

Event description:
A report was received that the patient may have fallen, and was experiencing ineffective therapy. An impedance check revealed high impedances. The physician assessed that most likely the patients leads have broken. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: sometime after (B)(6) 2017. Additional suspect medical device component involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances on broken leads. The patient will undergo an explant procedure.